Event description:
It was reported that an ibt (inflatable bone tamp) ruptured during a kyphoplasty procedure while depositing cement on the contra-lateral side. The rupture occured during inflation (psi -175; 2ml of contrast). There were no patient complications reported with this event. Pre-operative diagnosis for this procedure: vcf levels implanted: 1.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.